Event description:
It was reported 4fr dl PICC catheter kinked in axillary area. Unable to resolve with retraction, needed to be removed and replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter was confirmed. The product returned for evaluation was one 4 fr d/l powerpicc solo. An initial visual observation of the returned catheter showed blood use residues throughout the device. A circumferential kink was observed at the 23 cm depth marker. A microscopic observation revealed the kink to have an overall elliptical shape of the catheter shaft and some slight wear and impressions at the kink site. No evidence of compression damage was observed along the catheter. The complaint of a kinked catheter is confirmed and was determined to be related to use of the product. Possible contributing factors to this failure may include insertion technique, maintenance technique, or other unknown physiological discrepancies allowing the catheter to kink use of the product. This complaint will be recorded for future trending and monitoring purposes.